Event description:
It was reported that the customer had a no delivery alarm after loading the reservoir, rewinding the pump, and priming the pump. Customer stated that he had an ongoing issue with multiple no delivery alarms. Customer stated that he had them with his old pump and now has them with his loaner pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.